Event description:
It was reported that the patient underwent a surgical procedure to explant this tactra for unspecified reasons. A new inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.